Event description:
The user facility reported a 79-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was that there were ongoing high purge pressure alarms. The cassette was swapped, and clinician had been de-airing. The physician did not want to start tissue plasminogen activator protocol, due to unrelated bleeding issues of the patient and the physician decided to explant the pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Biomaterial was found in the outflow around the impeller. Per the product investigation and data log review, the root cause of the high purge pressure issue was biomaterial found in the outflow cage.